Event description:
Prolonged use of surgical masks repeatedly caused anxiety attacks and led to depression, loneliness, and general withdraw from society that only served to exaggerate the problems. FDA safety report ID# (B)(4).